Event description:
It was reported while using bd® luer slip tip syringe with attached needle the needle remained in the cap and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when pull cap off, needle stays inside the cap. When trying to inject squirts out the syringe req: replacement on a diff lot

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd® luer slip tip syringe with attached needle the needle remained in the cap and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when pull cap off, needle stays inside the cap. When trying to inject squirts out the syringe req: replacement on a diff lot.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.